Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and the reported failure was not replicated/confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an unspecified failure that occurred at the tip of the large clip applier instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The issue occurred when the surgeon attempted to clamp on a vessel/tissue bundle with a medium clip. It was observed that the instrument's tip was misaligned. The vessel/tissue bundle was not greater than what is specified in the user manual. A new clip applier instrument was used to resolve the issue. The procedure was completed with no patient harm.